Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model: 407645, lead; implant: 2014 (B)(6). (B)(4).

Event description:
It was reported that defibrillation therapy failed during a vt episode. During a lead reposition/revision procedure to get better defibrillation thresholds (dft) the helix of the right ventricular (rv) lead would not extend after multiple attempts. The lead was removed and the helix mechanism was still unable to be extended. The physician decided to replace the lead. No further patient complications have been reported as a result of this event.